Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported via the healthcare professional that the patient had not used the implantable neurostimulator (ins) for 3 months because it did not work and it overstimulated her. The patient was scheduled to have the system removed (B)(6)-2015. Reported symptoms included overstimulation and "not effective." The healthcare professional further reported that the ins was depleted and the patient did not bring the patient programmer with them on the day of the report. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the leads that were at the bottom of t7 and the implantable neurostimulator (ins) that was in the left buttocks were explanted. Multiple reprogramming sessions were performed to troubleshoot the ins. The patient stated she received coverage in the correct areas. However, she did not achieve significant pain relief despite the coverage in the correct area. Also, multiple body wide generalized somatic complaints were attributed to the stimulation. The patient was noted to have psychiatric comorbidities. The patient reported a resolution of complaints after explantation.